Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Customer¿s blood glucose (bg) was 508 mg/dl. The customer¿s friend drove the customer to the emergency room. Ultimately, the customer was admitted to the intensive care unit with diabetic keto acidosis. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was released on (B)(6) 2023. Ultimately, the customer resumed insulin delivery.